Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the esg-400 electrosurgical generator had error 433. The issue was found, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information. Updated fields: b5, d8, g3, h2, h3, h6 and h11 based on the approved investigation and the information by the customer and regional repair center the customer reported failure could not be reproduced. Therefore, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.